Manufacturer narrative:
H10 additional information. D4 lot number.

Manufacturer narrative:
H10. B1, d4, h4: information added. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the compound polymer specifications found the material must comply with specifications. A visual inspection of the returned device found that it was returned outside if its original packaging. There were three screws in the package, each separated from the others. All have the same part number and lot. All three screws were fractured and had debris in the threads. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the screw broke while screwing in, it was screwed effortlessly. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.